Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level of 423 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Troubleshooting was not performed for high blood glucose level. The customer stated that insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.